Event description:
Healthcare professional reported after injection to the "zygomatic area" with an unspecified type of juvederm voluma pt developed a granuloma at the injection site. Pt was treated with "depomedrol (im)" and claritin tablets. The reported symptoms have resolved.

Manufacturer narrative:
Further info from the rptr event, product, or pt details has been requested. No add'l info is available at this time. The event of a granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.